Event description:
It was reported that product performance data was reviewed and classified as inappropriate device detection. It was further reported that the device detected an episode of monitored atrial tachycardia (at)/atrial fibrillation (af); however the investigator classified the episode as sinus rhythm/paced rhythm. The device remains in use. The patient was enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, implantable tachy lead, (B)(6) 2008; 4076, implantable pacing lead, (B)(6) 2008; m7700, mechanical heart valve, (B)(6) 1994; a7700, mechanical heart valve, (B)(6) 1994. (B)(4).